Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204/damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the u612 inverting charge pump on the computer/analog pca was thermally damaged. The root cause for the damaged connector was excessive force. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged monitor.